Event description:
It was reported that during a procedure the table allegedly made a noise and then a sudden unintended movement. No injury or surgical delays reported.

Manufacturer narrative:
The table was examined by a berchtold field service tech. A visual and performance examination found the battery low and the drive screw for the motor was covered in sticky fluid causing noise and slow movement battery recommended to be replaced and drive screw was adjusted, lubed, and reinstalled.